Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue was occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to an app crash. The reported event of an app crash is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.